Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted onto the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced loss of consciousness during a hypoglycemic event. When she regained consciousness, she felt ill and was almost vomiting. The lowest the cgm reading would have gotten during the event was 2.9 mmol/l. An ambulance was called by the mother, and the patient was brought to the hospital. The patient was treated with intravenous fluids and also received insulin at some point. The patient was discharged from the hospital on (B)(6) 2025. There were no blood glucose readings reported from the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.